Event description:
It was reported customer has experienced the impossibility to remove the catheter within "normal" operations, but it was necessary to cut the catheter.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported a depression/collapse of the tube (visible to the naked eye). After this operation, there has been leakage of aqueous solution and then it was possible to easily remove the catheter. Additional information received on july 2, 2014 informing the product was in use for ninety minutes before the issue was discovered and no clamp was used during catheterization. A request for additional information was sent on july 31, 2014. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.